Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). The patient was seen in the clinic and the ICD was reprogrammed from ddir to vvir due to the patient being in atrial fibrillation (af). Approximately two weeks later eri was declared again by the device again. Review of device data by boston scientific technical services led them to believe the ICD may be exhibiting behavior similar the low voltage capacitor issue. Code 1003 was never declared by the ICD. Additional information provided from the field indicated surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.